Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The cause of the event is not established as the pump remains implanted.

Event description:
A nurse informed intera oncology that a patient had glycerin instilled in the intera 3000 hepatic artery infusion pump on (B)(6) 2026. The patient returned to the infusion center on (B)(6) 2026, to have the pump emptied and to have floxuridine (fudr) instilled. The nurse (rn) accessed the pump without difficulty and returned 23.5 mls of glycerin. Placement was then verified with a 5ml normal saline solution (nss) and return of 5ml nss. After placement was confirmed, rn instilled the first 30ml syringe of nss for flush. The return solution did not happen. The rn had patient reposition and needle positioning and placement was good. After 10 minutes of holding return syringe, the pump began to empty and the full 30 mls returned. The same thing happened when the rn went to infuse the second 30ml syringe but after 10 minutes saline returned to syringe. Once the revisor was flushed, rn instilled the fudr using the 3mls to 1ml return method without any complications. The pump was de-accessed, and the rn then accessed the pump with special bolus needle and further complications took place. The latest refill was "mostly smooth" but when injecting the second heparinized saline syringe using the 2-1 method, she was not having it return the 1 ml. The nurse acknowledged that the needle was in the proper place, so she then did the 3rd syringe which did return the 1 ml to verify placement. As a reminder, this clinic uses 10 ml syringes instead of 30 ml syringe. Intera oncology instruction for use states that physicians can only use 10 ml syringes or larger for bolus procedures. Intera oncology med affairs instructed the clinic to use either 20ml or 30ml syringes, but the clinic has refused to do so.